Manufacturer narrative:
Follow-up #1 -device evaluation: the cartridge has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak, force, and fill test was performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The complaint of a loss of prime issue with the cartridge could not be duplicated on investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose in the high 300's mg/dl with nausea, symptoms of dehydration and polydipsia associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the loss of prime had occurred with more than one cartridge and despite changing the cartridge. Cts instructed the user to use a cartridge from a different box. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.